Event description:
Subsequent information: the access site was the right common femoral vein. An 8.5f procedural sheath was used. No additional information was provided.

Manufacturer narrative:
Device code 2017- failure to follow steps/instructions. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, only one proglide device was used to close a puncture site greater than 8f. The electronic proglide instructions for use (eifu), states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catherization procedures using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. This IFU deviation does not appear to have contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a proglide device was attempted in an unspecified vessel after an interventional ablation procedure. Reportedly, the suture was attempted to be tighten with the suture trimmer; however, suture trimmer was not advanced and the knot could not be advanced in the vessel. Manual arterial compression was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.